Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The phosphorus reagent lot number was 867697. The expiration date was not provided. The qc was acceptable. The field service representative replaced the cuvettes, lamp and vacuum blocks, tubing, tube sockets, and reagent probes. He performed cleanings, checks, and tests with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable phosphorus results for 1 patient sample on a cobas 8000 c702 module. The initial phosphorus result was 2.008 mmol/l, and the repeated result was 1.104 mmol/l.